Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) and patient manual: adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as thrombus, neurologic dysfunction, worsening heart failure and death. IFU outlines guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported event however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Hemorrhagic transformation is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury. IFU: include a reference guide for both visual and tone alarms including potential causes and actions to take. Per IFU: high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was stated by the site that the patient has been hospitalized since (B)(6) 2015 for suspected pump thrombus and was being treated medically and on 1a status for transplant. The vad coordinator called on (B)(6) 2015 and notified the manufacture that the patient had complaint of right jaw numbness and tingling with slight facial droop. CT showed "a left subarachnoid bleed without mass effect or midline shifting." Patient had been on bivalrudin and integrilin and they were stopped. It was stated that the patient has had almost 100% resolution of the stroke symptoms and hematology has given the "okay" to restart the bivalrudin at a lower dose. Patient remains hospitalized as status "1a per unos." It was stated that on (B)(6) 2015 the patients ldh and powers were on the rise again. The patient continues to be monitor closely in the ICU. On (B)(6) 2015 patient elected to withdraw support, as his powers continued to increase and his organ function continued to decline. It was stated that surgery was not an option due to being "highly sensitized", so patient decided to place himself on comfort measures only and eventually passed away on (B)(6) 2015. It was stated that the cause of death was heart failure due to pump malfunction related to suspected pump thrombus. It was also stated by the site that the patient will not be explanted and will not have an autopsy performed. No additional information provided. Investigation is ongoing

Manufacturer narrative:
Hvad, hw12282, was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed power consumption outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.